Event description:
The hospital reported that when they opened the hst iii system (3.8mm) package, they found the product broken. Then changing to another hs to complete the surgery. There was no harm to the patient.

Manufacturer narrative:
Trackwise ID 788819. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise # (B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the delivery device. The delivery device was observed outside the loading device with the seal in a deployed state. Blood was observed on delivery device as well as on the seal indicating an attempt was made to introduce the device into the aorta. The white plunger and blue safety was not observed in the photograph. There were no visual defects observed on the aortic cutter or the loading device in the photograph. Based on the non-return of the device as well as the results of the photographic evaluation, the reported failure "break" was not confirmed. The lot # 3000274265 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.